Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006947 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. The reference samples for batch 6006947 were previously tested in complaint (B)(4) on 01/jun/2025. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6006947 was manufactured according to the wi version 114 in the line 5, on 11/may/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4d05427 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 27/apr/2024, with a total of (B)(4) units. The lot 4e01593 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 10/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 10/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot and not found other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: harm reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.